Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the returned device identified the threaded portion of the device was fractured and was not returned. The impaction surface shows signs of wear with dents and scratches. The material hardness was tested and found to be conforming to specifications. The root cause of the reported issue is attributed to a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the threaded portion of the device was fractured from the rest of the device. No product was returned, so further analysis could not be completed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported that the instrument fractured during the procedure. There was no reported patient injury.